Event description:
A rem star plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also observed dust contamination noted two error code e-66: err_stuck_encoder_b and e-65: err_stuck_encoder_a and service is required. The device was scrapped by the service center after the evaluation was completed.